Event description:
It was reported that the customer had a no delivery alarm on the insulin pump. Customer's blood glucose level was 300mg/dl. Customer treated with a manual injection. Customer performed a 5.0u fixed prime. Customer manually pushed insulin slowly through the tubing and the insulin exited the tubing. Customer reported that the insulin exits with manual prime. Customer was advised that the pump was working as designed. It was explained that the alarm was caused by set/reservoir occlusion. Customer was advised to monitor the pump. No additional information provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.